Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Customer's blood glucose level was around 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.